Event description:
The facility reports (via a letter from (B)(6)) a disposable sling was being used to lift a pt when the stitching on the sling failed. The pt dropped several inches onto a bed. No injuries were reported. (B)(4).

Manufacturer narrative:
Additional info will be provided upon completion of the manufacturer's investigation.